Event description:
In this event, health care professional had informed that a patient's charger was damaged and usb entrance was burnt, while charging. Investigation results: burnt marks found on the charger and connector; the micro-usb was left on the receptable. X-ray result shows no abnormality inside the charger that proves burning/ melting started on the connector itself. Since part of the connector is thoroughly burnt, cannot validate if it was induced by cable related defect or by user. The results of the visual inspection and technical assessment indicate that the root-cause is a short circuit developed in the usb connector or usb receptacle due to corrosion, bent pins, or foreign debris. Corrective and preventative actions have now been implemented and documented in a CAPA. Preventative action was taken to reduce the portable charger's maximum battery capacity from 100% to 80% to prevent extensive battery reactions during battery short-circuit. Preventive measure was verified to be effective in further reducing the possibility and sufficient energy to cause severe melting cases. No further root causes have been identified.

Manufacturer narrative:
We were made aware that our electronic submissions failed and were not received by FDA. A CAPA was opened to address this issue and this report is being electronically resubmitted to correct the error of the first failed submission (submitted on (B)(6) 2023). Distributor, importer and manufacturer are under the ws audiology compliance system.